Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that she has missed her bolus and her keypad is not working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads and minor scratches on the display window.